Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the blood glucose was low. The customer reported blood glucose was 32mg/dl. Wife stated that they were checking periodically and the customer went back up to 58mg/dl and then back down to 38mg/dl. Customer was tested 20 minutes later and was at a blood glucose of 77mg/dl. Wife stated on her report blood glucose was 226mg/dl and customer had 85 carbohydrates and was given 17 units. Doctor¿s reports showed blood glucose was 226mg/dl with 220 carbohydrates and 29 units. The customer¿s wife declined to troubleshoot for low blood glucose. The customer¿s wife stated that they treated with apple juice, bowl of cereal, sandwich and two oreos. Wife stated that customer had some changes medically, and had a heart transplant. The insulin pump will not be returned for analysis.